Event description:
It was reported that 6 24g x 0.75in (0.7 x 19 mm) insyte autoguards experienced catheter splitting/cracked/shearing/frayed. Product defect was noted during use. The following information was provided by the initial reporter: material no. 381512 batch no. Unknown. Per customer: it has been brought to my attention by multiple nurses, charge nurses on down to experienced nurses, that these new bd insyte autoguard winged, 24ga x 0.75 in catheters shred, are difficult to advance and could result in multiple attempts over and beyond the usual. I have called the user facility and their nurses are experiencing the same problem. When I met with the manager, she mentioned the needle was dull an when they took the catheter off the needle and ran their finger down it, they found a burr so they pulled the entire lot. Updated info: combination of issues reported including dull catheters and inability to thread at least six attempts.

Manufacturer narrative:
Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Manufacturer narrative:
Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 6 24g x 0.75in (0.7 x 19 mm) insyte autoguards experienced catheter splitting/cracked/shearing/frayed. Product defect was noted during use. The following information was provided by the initial reporter: material no. 381512, batch no. Unknown. Per customer: it has been brought to my attention by multiple nurses, charge nurses on down to experienced nurses, that these new bd insyte autoguard winged, 24ga x 0.75 in catheters shred, are difficult to advance and could result in multiple attempts over and beyond the usual. I have called the user facility and their nurses are experiencing the same problem. When I met with the manager, she mentioned the needle was dull an when they took the catheter off the needle and ran their finger down it, they found a burr so they pulled the entire lot. Updated info: combination of issues reported including dull catheters and inability to thread at least six attempts.